Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that an isolated defect on the lead was observed during the device change out. The lead was explanted. The patient condition was very good.